Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 2/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: what is the procedure name? What is the procedure date? What date were the stitches manually removed? Was there any medical or surgical intervention performed (re-operation; wound re-closure)? If so, please specify. Can you identify the product code of the product that was used? Can you identify the lot number of the product that was used? What is the most current patient status? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). All information collected by this agent was included in the report. There is no further information to share. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on in 2023 and suture was used. It was reported by the sales rep that a patient reported to a j&j employee that the patient had suture stitches placed in 2023. They were not dissolving and he had to have them manually removed. He stated they were supposed to be dissolvable but they were not. Employee stated that the patient states it had "johnson & johnson" on the packaging as well. The device was not returning. There were no patient consequences reported. Additional information was requested.